Manufacturer narrative:
(B)(4). (B)(4). Misassembled clips. Evaluation summary: the analysis results for the mcs20 instrument confirmed that it was returned non-functional and with the cartridge cover cracked. The clip located on the distal end of the clip track was incorrectly loaded during the assembly process; therefore, the remaining clips could not be fed into the jaws. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a colon resection they could use it only with two clips, because at 3rd clip, suddenly the device stopped working. Procedure was completed with a same like device. No patient consequences were reported.